Event description:
It was reported to the manufacturer, by the end user, per the end user, that green valley rehab calling to report incident on (B)(6) 2023 at appox 2:30pm, nurses attempted to lift out of bed when the bolt connecting the scale to the cradle on hoyer presence lft snapped, causing to fall back onto and then roll off of the bed, landing on the floor. Patient complained of a sore shoulder and was rushed to the ER where x-rays were performed but no broken bones were found and she was sent back without any further treatment green valley could not providea serial# for the lift as the sticker was so worn out as to be unreadable, but they believe the lift was purchased around 2007. Complaint # (B)(4) was entered into our system. Ra# is pending in hopes to get the product returned for investigation.

Manufacturer narrative:
This report or other information submitted by (B)(6) healthcare under 21 cfr part 803, and release by FDA of that report. Information, does not reflect a conclusion or admission by (B)(6) healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.